Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. The cutting knife was not broken, but the tip was detached. Black foreign matter was observed around the electrode. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by: 1)due to the factors described below, spark discharge between the tissue and the electrode occurred during output activation. The high-frequency output was set too high. The electrosurgical unit was used in the coagulation mode. The output activation time was too long. 2)high heat caused by spark discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. 3)a force to perform tissue incision was applied to the tip. Due to the description stated above 2, the adhesive strength of the adhesive agent decreased causing the tip detachment. Olympus will continue to monitor field performance for this device. D10: concomitant medical products: vio-3 settings dry cut: 5.0 swift call: 5.5 (normal) (documented here in it¿s entirety due to character limitations in respective field).

Event description:
The device was a single use electrosurgical knife. The procedure was a therapeutic endoscopic submucosal dissection procedure.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical knife during a therapeutic electrostatic discharge (esd) case, the knife broke while cauterizing the mucosa with electricity. It did not fall out inside the body and was complete on a similar device. There were no reports of patient harm.